Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Event description:
It has been reported "on (B)(6) 2010, the patient was operated to undergo total hip replacement surgery and bone marrow biopsy, performed with an abgii modular stem system implant for hip-femur. : abgii cup n.52, modular abg ii stem n.4 and a ceramic head with a diameter of 52 mm outside and 32 mm inside. The operative course seemed regular and the patient was discharged on (B)(6) 2010. In june 2012, the abg ii modular stem systems were withdrawn from the market as defective. Specifically, these prostheses released chromium ions and cobalt ions due to the metal-metal rubbing of the hip prosthesis, with harmful effects on the myocardium and on the respiratory system. In may 2014, the patient was contacted by the hospital to undergo a series of clinical checks. As a result of blood biochemical tests, x-rays and chemical controls, a high increase in chromium and cobalt ions was found in the patient's blood and urine. Multiple vertebral fractures of a spontaneous nature occurred between (B)(6) 2014 and (B)(6) 2015, in the absence of osteoporotic processes. The occurrence of these problems determined a situation of immobility for the patient. At the end of (B)(6) 2015 the patient was hospitalized for dyspnea and fever. On (B)(6) 2015 he was taken to the emergency room for "acute copd and heart failure". On (B)(6) 2015 he died of a worsening of respiratory function, worsening of heart function, sepsis".

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a abgii modular device was reported. The event was confirmed . Method & results: -device evaluation and results: device evaluation was not performed as no devices were received/ device were implanted. -device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: the complaint databases show there have been no other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
It has been reported "on (B)(6) 2010, the patient was operated to undergo total hip replacement surgery and bone marrow biopsy, performed with an abgii modular stem system implant for hip-femur. : abgii cup n.52, modular abg ii stem n.4 and a ceramic head with a diameter of 52 mm outside and 32 mm inside. The operative course seemed regular and the patient was discharged on (B)(6) 2010. In june 2012, the abg ii modular stem systems were withdrawn from the market as defective. Specifically, these prostheses released chromium ions and cobalt ions due to the metal-metal rubbing of the hip prosthesis, with harmful effects on the myocardium and on the respiratory system. In (B)(6) 2014, the patient was contacted by the hospital to undergo a series of clinical checks. As a result of blood biochemical tests, x-rays and chemical controls, a high increase in chromium and cobalt ions was found in the patient's blood and urine. Multiple vertebral fractures of a spontaneous nature occurred between (B)(6) 2014 and (B)(6) 2015, in the absence of osteoporotic processes. The occurrence of these problems determined a situation of immobility for the patient. At the end of (B)(6) 2015 the patient was hospitalized for dyspnea and fever. On (B)(6) 2015 he was taken to the emergency room for "acute copd and heart failure". On (B)(6) 2015 he died of a worsening of respiratory function, worsening of heart function, sepsis".